Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17447; 2938836-2019-17448. It was reported that the patient felt pain at the device site. During the procedure, the physician opened the pocket to reposition the pacemaker and suspected pocket infection. The whole system was explanted and replaced. The patient was stable before, during and after the procedure.